Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm® volift¿ with lidocaine, juvéderm® voluma¿ with lidocaine, juvéderm® volite and juvéderm® volux¿ in the lower face. They believed there was contamination during the procedure. Approximately 7 weeks later, patient experienced inflammatory nodule on the lower face area which was hard on touch with mild swelling and redness. Symptoms are on-going. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4), (B)(6) (emdr-(B)(4), and (B)(6) (emdr-(B)(4). This emdr is being submitted for the juvéderm® voluma¿ with lidocaine.